Event description:
Customer advised that the power cable had been run over by the bed and was broken. Technician found that the power cable had been cut and the wires were exposed.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjohuntleigh (B)(4). The device was inspected at the user's facility by a rep of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. The event has been more than likely caused by either the mains cable being run over whilst manoeuvring of the bed, or by being allowed to become entangled in the moving parts. There are several warnings within the user manual (uim ref 746-445) to ensure the correct positioning of the cables. As the manufacturer we have concluded that user error caused the incident. (B)(4).